Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.3

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started beeping and there was a picture of the insulin pump and an arrow pointing to a book. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer stated that the insulin pump was neither bumped nor dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.